Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The peripheral vision probe (vp) was analyzed and found the vp had initialization failure based on the log review. In addition, vp was found to have damage to the distal fibers, corrosion at the connector, corrosion at the distal tip and contamination at the cable adapter. The vp was further inspected and found to have both illumination fibers recessed from the distal tip due to a failure of the adhesive bond that secures the fiber in the tip of the probe. There were no missing pieces. The complaint regarding camera visualization continues to flicker on and off. Light source also visible out of the side of the vision probe shaft was confirmed by failure analysis. The root cause of receded illumination fibers is attributed to manufacturing.

Event description:
It was reported that during an ion endobronchial lung biopsy procedure, the customer stated that the camera visualization continue to flicker on and off. Light source also visible out of the side of the vision probe shaft that's not typical. The diagnostic procedure was completed with no reported injury.